Manufacturer narrative:
The complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. (B)(4) for the reported event of feeding tube discolored (B)(4) relates to peg tube damaged a few centimeters from the base and the tube has a grainy touch the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that an endovive initial placement kit was used in a percutaneous endoscopic gastrostomy procedure performed in (B)(6) 2011. According to the complainant, the peg tube was noticed to be damaged a few centimeters from the base and the tube has a grainy touch and is pink. Attempts to obtain information about the patient's condition were unsuccessful. If further relevant information becomes available, it will be filed in a supplement medwatch report.